Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undefined impedance, high threshold and oversensing. During the procedure to revise the lead it was noted that the lead easily came out of the device header. The implantable pulse generator (ipg) set screw did not securely hold the lead in the device and after lead testing it was revealed that the lead exhibited normal values when tested. The lead remains in use. The device was explanted and replaced. No patient complications have been reported as a result of this event.